Event description:
(B)(4) study. It was reported that angina occurred. Clinical status assessment on august 2013 indicated that the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal. Right coronary artery (rca) with 80% stenosis and was 14 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 20 mm study stent. Following post dilatation, the residual stenosis was 0%. Two day post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2013, the patient developed unstable angina. Medication was given in response to the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that core lab angio from the index procedure revealed presence of abrupt closure and spasm. Core lab comments noted "abrupt closure after wire and balloon across lesion. Timi 3 flow after pre-dilatation. Mild proximal spasm after stent deployment that resolved on last angiogram."